Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Additionally, it was reported that the pump touchscreen was unresponsive. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-200 mg/dl.